Event description:
Reporter alleged dosing insulin and being hospitalized overnight due to the blood glucose monitoring results. Reporter stated device values were really low one night, value not provided, and she took large doses of insulin based on the readings. Reporter stated not being able to provide the amount of insulin that was dosed. Reporter stated she started experiencing low glucose symptoms and a family member transported her to the hospital. Reporter indicated being treated with a dietary adjustment at the hospital and kept overnight before being discharged the next day. Reporter stated controls were not used. A request was made for the return of the suspect device and replacement product was sent.